Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The bone fracture is confirmed in a provided x-ray image. It is not possible however to determine a root cause using only the x-ray image. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Patient received a left primary total hip arthroplasty to treat pain and walking difficulty secondary to end-stage arthrosis. While seating the stem, the calcar was fractured. The fracture was treated with two cerclage wires. The cup, head, and liner were placed without complications. There were no further complications. The patient was prescribed postoperative touchdown weight bearing. There were no further patient harms or defects of the stem reported. Doi: (B)(6) 2020. Doe: (B)(6) 2020. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative calcar fracture: periprosthetic fracture - femoral. Event is serious and is considered moderate. Event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (left hip).